Event description:
Power injector with extravasation device used with patch above intravenous site. Device did not alarm or stop injection. 100ml infiltrate in right arm at and above the intravenous site. Injector taken out of service and sent to biomed. The full bolus infiltrated into pt's right humerus. A warm compress was applied to the infiltrate site and pt instructed to keep the arm elevated.